Event description:
It was reported that the user experienced a nocturnal hypoglycemic event during sleep, was awakened by a family member, and received a glucagon injection; the report did not indicate any device alerts or alarms and additional information has been requested to clarify circumstances. Symptoms included hypoglycemia. Outcomes included treatment with rescue glucagon at home without reported hospitalization. Investigation included collection of event details from the user. Investigation of this case revealed insufficient information to determine a device-related malfunction or user-related factor, and no component issue has been identified based on the available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.